Event description:
It was reported difficulties were initially encountered during advancement of the catheter during a biliary drainage procedure. Following catheter placement, difficulties were again encountered during withdrawal of the stiffening cannula from the catheter. Continual exertion against resistance resulted in breakage and subsequent detachment of the cannula within the catheter. The catheter and cannula were removed as a unit. Advancement of another catheter was not possible at that time. The pt subsequently developed a subcapsular hematoma. Two stents were placed and a catheter was then advanced for drainage. To date, no pt sequelae has resulted from this event. The device has been recieved, evaluated and retained by this MFR. The engineering eval indicated the cannula was returned in two pieces which were elongagted and distorted. The cannula's outer diameter normally measures .040" following the mfg process. The outer diameter of this cannula measured .011" to .022" along its length due to the elongation. No damage was found to the catheter. The catheter inner diameter accepted a .038" guidewire. Based on the engneering eval, this device displayed characteristics consistent with continual exertion against resistance, elongation at the break point. As well, it was indicated difficulties were encountered during initial advancement of the catheter. Pt anatomy may have been a contributing factor to this event. However, the co is unable to determine the exact cause for this event.